Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back, underneath the therapy and circle electrodes. Patient said that the staff of the medical facility had removed lifevest after the sores under the circle electrodes bled a little bit. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation had improved due to not wearing for five days.